Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "(B)(6) 2024, after the patient's tracheal intubation went smoothly, the oxygen saturation suddenly dropped to 86% halfway through the surgery, oxygen concentration, oxygen flow, tidal volume were immediately adjusted, and oxygen saturation was restored to 100% after sputum suctioning. The reason for this was found to be a crack at the interface of the double-lumen tube after the surgery was completed." The patient was reported as fine post the procedure with no harm or consequence.

Event description:
It was reported that: "(B)(6) 2024, after the patient's tracheal intubation went smoothly, the oxygen saturation suddenly dropped to 86% halfway through the surgery, oxygen concentration, oxygen flow, tidal volume were immediately adjusted, and oxygen saturation was restored to 100% after sputum suctioning. The reason for this was found to be a crack at the interface of the double-lumen tube after the surgery was completed." The patient was reported as fine post the procedure with no harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16028 et tube, sher-I-bronch, ls, 28 fr for investigation. The connector assembly set (tracheal swivel connector, bronchial swivel connector, and y connector) was returned out of its original packaging. The et tube and two suction catheters that come in the et tube kit were not returned. The returned connectors were visually examined with and without magnification. Visual examination of the returned samples revealed that the tracheal swivel connector was broken on both the 15mm side and the 22mm side. The bronchial connector was intact. The swivel connector is a component purchased from a supplier. Corrective and preventive action was previously opened to further investigate this issue. Corrective actions were implemented to prevent this issue from recurring. The returned sample was manufactured prior to the corrective actions. Device history record investigation did not show issues related to complaint. The reported complaint of "broken/cracked - double swivel connector" is confirmed based on the sample received. The tracheal swivel connector was broken on both the 15mm side and the 22mm side. The swivel connector is a component purchased from a supplier. CAPA was previously opened to further investigate this issue. Corrective actions were implemented to prevent this issue from recurring. The returned sample was manufactured prior to the corrective actions.